Event description:
The customer called for assistance in viewing the blood glucose recordings. The customer then reported that he was recently hospitalized due to kidney failure due to his diabetes. The reported blood glucose reading at the time of the call was 297 mg/dl. Assisted the customer with his initial request. Advised the customer to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.